Manufacturer narrative:
Summary of evaluation: evaluation results are inconclusive.

Event description:
Upon impaction the insert would not fit unto the baseplate. Another insert of the same size was available and implanted without difficulty. There was no adverse consequence to the pt due to this event.